Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received from the patient reported that he had had some problems on his left side with the sciatic nerve. He got a toradol shot for it on (B)(6) 2015 and also got muscle relaxers. His programmed was only set up for the right side. The implant had worked well and that he had always had an issue with the left side off and on, after lifting a heavy object for example. It would subside after a day or so, but this time it had not gone away. There was left side pain, which had not subsided. The only thing he could think of that could have contributed to it was from lifting a suitcase on (B)(6) 2015. It was noted that he would meet with a manufacturing representative (rep) in the past to assist with resetting to original programming if he had forgotten this settings after adjusting.

Event description:
It was reported that there was a loss of therapeutic effect. The patient pain had returned and could not manage to program the device correctly. The patient wanted to meet with someone to adjust his settings to the original ones. It had been about a week and it was hard for the patient to lift things. The patient did not want to take any medications. It was noted that he had not ¿seen anyone with the surgery, I¿ve been happy with.¿ the patient met with a manufacturing representative in 2009 to do programming. Now the patient couldn¿t get the settings right and ¿it¿s like I don¿t have it in me.¿ it was also noted that when he was walking and he forgot to switch it before he laid down, it would be like ¿getting a shock from a fence.¿ the trial had worked great for the patient and when it was done, the pain came back right away. He patient had to wait 6 weeks until the implant and those 6 weeks were the longest weeks of his life. The patient was so miserable, he could only stand up for 10 minutes then he would have to sit because his sciatic nerve kept firing up. It was noted this was before the implant. The patient was very happy, and felt it was better than being on disability and being doped up all the time. The implant worked really well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.